Event description:
It was reported that the 9800 system had a communication error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray controller board and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)